Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-01527. It was reported that during the ipg replacement (reported under manufacturer report number 1627487-2021-00374) the leads were explanted and replaced due migration resolving the issue.